Manufacturer narrative:
There was no death associated with the defibrillation treatments. There is no info to suggest that the pt suffered a serious injury. The pt continued to wear the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was returned as routine maintenance and found to be fully functional. No complaint was initially generated as zoll, at that time, was unaware of the reset following the treatment. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on (B)(4) 2015. No adverse event resulted from the pulse reset.

Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2013. The pt's nurse reported that the pt was treated on (B)(6) 2013. The lifevest deployed gel at 19:32:38 and subsequently delivered an appropriate treatment. The rhythm prior to the treatment was ventricular fibrillation (vf), a treatable rhythm. The post-shock rhythm was vf. The response buttons were not used immediately prior to the treatment. The lifevest monitor reset following the treatment. The pt was in the ICU at the hospital at the time of the event. The pt stayed in the ICU following the event and continued wearing the lifevest. On (B)(6) 2013, the pt received three additional appropriate treatment shocks between 06:50:51 and 07:41:20. The rhythm at the time of all three additional treatment shocks was vf. The post shock rhythm of the treatments was supraventricular tachycardia (svt) at 120 bpm, sinus bradycardia at 45 bpm, and serve bradycardia at 38 bpm, respectively. The lifevest monitor did not reset following any of the final three appropriate treatment shocks. After the treatment events on (B)(6) 2013, the pt received replacement equipment and continued to wear the lifevest.